Manufacturer narrative:
A1-a6: follow-up was attempted, but the information for the patient-related fields in section a was not provided.

Event description:
It was reported that the sterile wrapping was missing. An enroute transcarotid neuroprotection system was selected for use. It was reported that during preparation for a transcarotid artery revascularization (tcar) procedure, the nps was noted to be enclosed in plastic housing but did not have the sterile wrapping. The unit was replaced. No patient complications were reported.

Event description:
It was reported that the sterile wrapping was missing. A enroute transcarotid neuroprotection system was selected for use. It was reported that during preparation for a transcarotid artery revascularization (tcar) procedure, the nps was noted to be enclosed in plastic housing but did not have the sterile wrapping. The unit was replaced. No patient complications were reported. It was further reported that no sterile packaging appeared to be present; when the orange outer box was opened and the nps was removed, no sterile pouch or packaging was found. It also could not be confirmed whether the tamper-proof seal was present on the outer device box prior to opening.

Manufacturer narrative:
A1-a6: follow-up was attempted, but the information for the patient-related fields in section a was not provided. Media analysis: an image was provided by the customer that showed the device inside the plastic housing next to the carton, without a pouch label. It was unclear whether the pouch was removed at some point.